Event description:
After applying (one) (B)(6) cool 'n heat patch to my upper back for 7 hours, my skin came off with the patch and I suffered 2nd degree chemical burn on the whole area! I also have damage to the superficial nerves there and am still having pain! I also have bad scarring! I did seek medical attention for this! Dosage or amount: 1 patch, frequency: 3 1/8" x 4 5/8". Dates of use: (B)(6) 2010. Diagnosis or reason for use: sore muscle.